Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance, the ventilator's upper screen was wavy. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct service, the customer returned a gui (graphical user interface) pcb (printed circuit board), two backlight inverter pcbs, and two inverter harnesses. An investigation was performed on the returned backlight inverter pcbs and inverter harnesses. And the alleged malfunction was not confirmed. An investigation was performed on the returned gui pcb and the alleged malfunction was confirmed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.